Event description:
It was reported that during setup with u9000 ultrafilter, a leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation, as the device was discarded. However, a qualified technician provided phone support. The technician was informed by the reporter that a water leakage was observed with the u9000. The reporter was instructed over the phone to replace the u9000. It was reported the machine tested "normally" after the filter change and no further leaks were noted. The most likely cause of the condition is due to a crack in the housing nearby the welding zone. A nonconformance have been initiated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.